Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The onset of the symptoms was unknown. A revision surgery was performed in which the balloon was replaced. Upon explant, a hole was identified at the junction of the tubing and the balloon. The patient did not experience further complications.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The onset of the symptoms was unknown. A revision surgery was performed in which the balloon was replaced. Upon explant, a hole was identified at the junction of the tubing and the balloon. The patient did not experience further complications.

Manufacturer narrative:
Investigation summary: with all the available information and the product analysis results, boston scientific concludes that the reported allegations of a hole in the ams 800 was confirmed. Urinary incontinence could not be confirmed with product analysis; however, the identified balloon leak could cause the balloon to not behave as expected. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. The balloon was visually and microscopically inspected revealing a shell tear in the sphere-adapter junction consistent with fatigue. The balloon could not be functionally tested due to the observed damage. Inspection of the remainder of the device, revealed no other damage or irregularities that would affect the functionality of the device. Product analysis confirmed the reported allegations. Urinary incontinence could not be confirmed with product analysis however the identified balloon leak could cause the balloon to not behave as expected. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.